Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for this lens/cartridge combination.

Event description:
Additional information was provided that the patient also experienced hyperemia. Bacteriological testing was not performed. Symptoms improved after initial medical treatment. The clinical judgment of the inflammation was considered to be noninfectious due to the steroid treatment being effective.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis the lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. Macular edema was also confirmed. The patient was treated with medication. Product sample is unavailable for return as it remains implanted. Bacterium inspection information has not been provided. Additional information was requested.